Event description:
Customer alleges that side fell down and pt fell out. This happened in 2002. Pt hit head and got small bruise which disappeared after a couple days. The pt was x-rayed, CT scan, both negative. Medwatch product report form states that door latches appeared to be not secured which equals user error.